Event description:
As reported by the user facility translation of user facility information by bbm sales organization in china: "overinfusion" according to the customer: "description of event:the child was admitted due to yellow skin, blood routine examination showed elevated infection indicators, and sepsis was diagnosed. Ceftazidime was administered for anti-infection. A small amount of liquid was accurately, trace, uniform and continuously pumped into the body using a syringe pump, and the infusion volume per hour was set. The actual liquid volume was inconsistent. It was found that the heart rate of the child increased, and the infusion rate was faster than the set rate. The infusion was immediately stopped. It was verified that the infusion rate of syringe pump was inaccurate, which made the infusion rate too fast and caused increased heart rate. The infusion was immediately stopped and reported for maintenance. Description of root cause analysis (by reporter):inaccurate infusion rate of syringe pumps. Preliminary handling of event:stop using immediately and report for repair."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.